Manufacturer narrative:
The patient returned to the office and a new restoration was cemented. To date, the patient is doing fine. The optibond xtr product (adhesive (catalog #35108, lot #5093730) and primer (catalog #35107, lot #5093728)) product involved in the alleged incident was not returned; therefore, a retained sample was evaluated, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that a patient had experienced the debonding of a restoration one (1) day after placement using the optibond xtr product.